Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's right atrial lead had exhibited high thresholds, loss of sensing. The lead was found to be dislodged. The lead was explanted and replaced successfully on (B)(6) 2016. The patient was stable post procedure and would be followed normally.